Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection, back pain, and a hard heartbeat after the implant. Reportedly, the patient was nauseous, was hospitalized for six days, and was prescribed medication for heart inflammation due to pericarditis. The physician found purulent discharges and the patient was on antibiotics for ten days. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.